Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
Physician states that the patient has experienced three rapid restenosis issues with this hero device. The hero device was removed because it clotted off. The patient has had multiple thrombosed av fistulas in the past and has presented with pe's. Soft viable fresh thrombus was found in the lumen of the outflow device. The patient was then converted to a leg fistula. A new hero device was not implanted. It is unknown if the hero is responsible for patients pulmonary embolism. No other causes have been identified at this time.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.